Manufacturer narrative:
Per tandem's t:slim x2 g5 user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that on multiple occasions, the customer intended to enter a decimal value but programmed a whole number on the units section of the bolus menu. Blood glucose level was not impacted as the customer did not deliver a bolus based off of the incorrect entry. Reportedly, the customer delivered a bolus successfully after entering the desired values.